Manufacturer narrative:
The device has not been returned to (B)(4) for evalution. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump would not run and was showing the "replace set 4" error. After spending "a length of time on the phone with (B)(4) clinical support trouble shooting the problem but unable to resolve the issue," she eventually contacted the pharmacy for a replacement set. The "replace set 4" error also appeared with the new set. (B)(4), in a follow-up conversation, also attempted to troubleshoot with no success. The user then contacted the pharmacy for a new pump. A delay of therapy resulted from the unresolved error codes. (B)(4).